Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced persistent pain at the ipg site with stimulation on or off due to the ipg resting on his waistline. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the original ipg pocket site was relocated from the left beltline to the left flank to address the issue. During the same procedure, the original ipg was electively explanted and replaced with an updated model. Follow-up identified the issue is resolved.